Manufacturer narrative:
Results of investigation: the suspect front panel assembly was returned to the carefusion failure analysis lab for evaluation. The results of the investigation confirmed fluid ingress on the touch screen. The front panel was installed onto a known good unit where the issue of the unit not responding to touch was unable to be reproduced, however fluid ingress can cause an intermittent failure. This is considered a known issue and is being addressed through an internal investigation.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The device has yet to be received by carefusion for evaluation. (B)(4).

Event description:
The customer stated that the touch screen does not respond when one touches any part of the screen. It also appears that there are spots on the screen. There was no patient involvement at the time of this incident.